Event description:
It was reported that two months post port placement, resistance allegedly felt when flushing the catheter. It was further reported that the port was allegedly leaked saline. It was also reported that the catheter allegedly ruptured. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port attached to a catheter was received for evaluation. One photo was provided for review. Visual, microscopic, tactile and functional evaluations were performed. Catheter wear was noted from the depth mark onwards. Three longitudinal breaks were noted from the distal end of the cath-lock. Upon infusion of the port body, water was noted leaking from the longitudinal splits. The photo shows the catheter was noted to have a crack in it. Therefore, the investigation is confirmed for the reported fracture, fluid leak issues. However the investigation is inconclusive for the reported flushing issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that two months post port placement, resistance allegedly felt when flushing the catheter. It was further reported that the port allegedly leaked saline. It was also reported that the catheter was allegedly unable to be flushed and was allegedly ruptured. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months post port placement, resistance allegedly felt when flushing the catheter. It was further reported that the port was allegedly leaked saline. It was also reported that the catheter allegedly not able to be flushed and was allegedly ruptured. Reportedly, the port was removed and replaced. There was no reported patient injury.